Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not articulating properly and accurately. When the first assistant removed the instrument from the arm and removed the tip cover, they observed that the wires of the wrists were broken. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console, during the procedure steps. The instrument was able to move but the wrists were not able to articulate. The movements of the surgeon scaled appropriately to the instrument. The movements of the instrument¿s wrists were chaotic, not as the surgeon console intended. The timing of instrument movement was appropriate. There was no shakiness observed nor friction experienced. There was no instrument-to-instrument or system arm-to-arm interference and no external collisions.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. As a result, the instrument tips did not open / close. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.